Event description:
It was reported that while using bd precisionglide¿ needle, the needle broke off. This occurred once and no injury or medical intervention were reported. The following information was provided by the initial reporter: caller reported that when she tries to fill the cartridge the needs with insulin that the needle breaks. Did issue cause any injury? - no. Did customer require medical intervention? - no.

Manufacturer narrative:
W0083681 was reported, however, this is not a lot # manufactured for the reported catalog #305110. Because a correct lot # was not provided, the expiration date is unknown. Because a correct lot # was not provided, the manufacturing date is unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.